Event description:
During an attempted rescue of a suspected cardiac arrest victim, the aeds voice prompt indicated "shock advised" and when the user pushed the button it is alleged tha the AED did not deliver a shock. The AED was subsequently returned to the MFR for eval and it was determined that the AED was functioning properly in all aspects and met all operation specifications. The user deleted the electronic record which is automatically stored in the AED, therefore, the electrocardiogram and event annotations of the rescue could not be reviewed to make any further assessments. The condition of the pt at ttime of rescue was underterminable. It was reported that the pt expired later at the hosp.